Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient feels the ins was faulty and the leads failed. There has been failed stimulation since last year. The patient will require a revision for both leads. The patient will follow up next week. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2020; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2020; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2020; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-nov-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative reporting that it was decided on 2022-apr-06 that the patient needed a revision by the doctor. Dr sullivan. The lead had failed and that she would have a paddle lead inserted. The patient expressed that the leads had failed twice, the leads were initially working great for two months after implant and then stopped. A revision occurred and the lead failed again in device. Patient denied any falls or reason for failure for each time the leads malfunctioned. The ins has also failed twice. The patient has had to wait a year for a revision to fix the malfunctioned lead due to patient having heart complications and cardiologist not allowing revision operation till cleared. The patient wants the whole system including ins replaced as she has required two revisions and was concerned the system was faulty. On interrogation of the device, the whole lead malfunctioned with no impedance or connectivity in battery. Further stated that there were high impedances, likely either a disconnect or a lead fracture.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# va25mfl043 implanted: (B)(6) 2020 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead corrected data: the initial aware date has been corrected to (B)(6) 2022, therefore, the initial manufacturer report is not late. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient¿s ins and leads were removed on (B)(6) 2022. No further event information was reported; no further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead product ID 37081-40 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type extension product ID 37081-40 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type extension product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead h6: please note that method code b20, result code c20, and conclusion code d14 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead h3: the returned ins, serial# (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. It was noted that there was foreign material in the port(s). H3: the returned lead, serial# (B)(6), was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the 0, 1, 2, 3, 4, 5, 6, and 7 conductors were broken 24.9 cm from the distal end of the lead. It was noted that the braid was cut. H3: the returned lead, serial# (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that there was a break in the insulation under electrode 0 at the proximal end of the lead, consistent with explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.